Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Received email from sales rep asking that return the call to dr about a broken hickman. Called the physician at 11:32 am and he stated the catheter was a trifusion catheter. The physician states that the trifusion broke at the cuff site and was not sure if he had enough cuff to grab and remove the remaining portion of the device. He stated that this is the first time in 20 years that a catheter has broken. Informed physician of the need to contact field assurance about the breakage of the trifusion. Informed the physician to save to catheter piece so it may be returned for analysis. On (B)(6) 2014 - spoke with nurse. Sample was successfully removed but accidentally thrown away. They don't have product info as the device was placed at another facility.